Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device and has been unable to confirm the additional patient reported events with the physician. Device labeling addresses the reported event as follows: precautions: antiemetics, antispasmodic, and anticholinergic drugs may be prescribed to lessen the early placement symptoms such as nausea, vomiting, and abdominal pain. Patients will need to immediately contact their physician for any severe or unusual symptoms. Placement of the balloon within the stomach produces an expected and predictable reaction characterized most commonly by a feeling of heaviness in the abdomen, nausea and vomiting, gastroesophageal reflux, belching, esophagitis, heartburn, diarrhea and, at times, abdominal, back or epigastric pain and cramping. Food digestion may be slowed during this adjustment period. These symptoms can be treated with antiemetic, antispasmodic, and anticholinergic medications. Typically the stomach acclimates to the presence of the device within the first 2 weeks. In order to prevent or ameliorate the symptoms most frequently experienced during the adjustment period, it is recommended that the physician use proton pump inhibitors (ppis), antiemetics, antispasmodics, and anticholinergic medications prophylactically (before orbera® placement). Patients should be advised to immediately contact their physician for any unusually severe or worsening symptoms. To prevent ulcers, it is recommended that the patient start a program of oral proton pump inhibitors (ppis) for approximately 3-5 days prior to orbera® placement so a maximal gastric acid suppression effect will be present on the day of placement. It is recommended that the ppi dose be given sublingually after orbera® placement if nausea and/or vomiting are present. A regimen of 40mg per day of an oral ppi should be continued as long as the orbera® is in place. Other medications that are started prophylactically should be continued after orbera® placement until they are no longer needed. Furthermore, subjects will be directed to avoid medications known to cause or exacerbate gastroduodenal mucosal damage. The physiological response of the patient to the presence of orbera® may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Patients need to be evaluated and the device removed at or within 6 months of placement. Clinical data does not exist to support use of an individual orbera® beyond 6 months. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications that may result from the use of this product include the risks associated with the medications and methods utilized in the endoscopic procedure, the risks associated with any endoscopic procedure, the risks associated with the orbera intragastric balloon specifically, and the risks associated with the patient's degree of intolerance to a foreign object placed in the stomach. Possible complications of the use of orbera® include: intestinal obstruction by the balloon. An insufficiently inflated balloon or a leaking balloon that has lost sufficient volume may be able to pass from the stomach into the small bowel. It may pass all the way into the colon and be passed with stool. However, if there is a narrow area in the bowel, as may occur after prior surgery on the bowel or adhesion formation, the balloon may not pass and then may cause a bowel obstruction. If this occurs, surgery or endoscopic removal could be required. Gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus. Abdominal or back pain, either steady or cyclic. Gastroesophageal reflux. Spontaneous over inflation. Warnings: endoscopic removal of orbera® must be completed in the presence of an empty stomach. Patients should be npo for a minimum of 12 hours prior to removal. If food is found in the stomach upon endoscopic examination, then measures (aspiration of stomach contents, endotracheal intubation, or delay of procedure) must be taken to protect the airway. The risk of aspiration of gastric contents into the patient's lungs represents a serious risk which can result in death. Spontaneous over inflation of an indwelling balloon has been reported in patients with orbera®. Symptoms of balloon over-inflation include intense abdominal pain, swelling of the abdomen (abdominal distension) with or without discomfort, difficulty breathing, and/or vomiting. Patients experiencing any of these symptoms should be counseled to seek immediate care.

Event description:
Reported as: a patient with the orbera intragastric balloon reported via voluntary event report, "I had orbera placed. I went home, and had severe pain, nausea and vomiting. My [child] called the doctor who had placed it a few times and physician assured this was normal, but to stay hydrated. My [spouse] took me to the local emergency room. I was very dehydrated. They gave me fluids and emergency room (ER) physician contact the surgeon who had placed the device. Again [implanting physician] told this was normal. The ER physician decided to do a computerized tomography (CT) scan and determined the balloon was overinflated and the intestines were blocked. [ER physician] called the [implanting] surgeon again, who had my [spouse] drive me to hospital where the [implanting] surgeon had privileges to remove. We immediately traveled to that hospital, we entered through ER and were immediately taken back for surgery to remove. My [spouse] was notified that the surgery was complete and it was out and I was fine. Awhile later [spouse] was called back to see me and [spouse] was told when they removed the device, I aspirated 2 liters of stomach contents. I was intubated, placed on a vent, put into a medically induced coma for 14 days. In total, I spent 18 days in intensive care unit (ICU). I came home on oxygen but I am off now. I use inhalers daily after never having respiratory problems. I lost all muscle and have been told it will take 6 months to recover the muscle. I have a very hoarse voice, constant coughing, urinary incontinence, and I believe some memory problems as a result. In the end, I was told by the pulmonologist that only 30 percent of people with this severe of acute respiratory distress syndrome (ards) survive. I do not know if the balloon was overinflated by the physician or because it was spontaneously filled as previously reported by the FDA. I feel that the anesthesiologist and the physician should have prevented the aspiration that occurred during the surgery to remove." Patient had contact apollo and reported, that the patient had presented to the ER, was hydrated and did a CT scan which showed the patient having a lot of fluid in the stomach along with a large balloon, possibly overinflated, and blocking the outlet. Patient had to go to another facility in order to have the balloon removed by the implanting physician. The balloon was removed and was informed that the patient had aspirated upon removal of the balloon and was admitted to ICU and placed in a medical coma for 14 days and finally discharged home after 20 days. Patient was told that they survived because the patient was so healthy and had no comorbidities. Patient had read information from the FDA on hyperinflation and wanted to make certain the patient reported the experience if the physician have not. Previously apollo received an initial report from the implanting physician: a patient with the orbera intragastric balloon "had an emergency early removal of the orbera balloon, as the patient had severe intolerance. Patient had complained of nausea, not feeling good, reflux, could not keep liquid down and pain." Apollo has been unable to confirm the additional patient reported events with the physician.